Event description:
Patient was revised to address mrsa infection and pain. Poly wear and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address mrsa infection and pain. Poly wear and osteolysis were also reported. Doi (B)(6) 1999 - dor (B)(6) 2013 (left hip). Update 07/30/2013 - the complaint has been updated because a clinical report states that, in addition to the liner and head, the dynamic locking ring was also removed on (B)(6) 2013. The devices associated with this report were not returned. Review of the device history records and sterilization certifications did not reveal any related manufacturing deviations or anomalies. Per the sterilization certificates, validated parameters were met. Poor quality x-ray images and medical records were received with the initial reporting. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Infection after this length of time implanted is not likely to involve a device / device processing error. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. An unknown acetabular cup was added to the complaint. Review of the device history records and/or a lot specific complaint database search was not possible for the added cup as the product and lot code required was not provided. The provided clinical information was reviewed by the depuy medical safety officer. There were no findings to report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.